Event description:
It was reported that a tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon was handed the instrument out of the box and fired it once and it worked fine. After reloading the device with a reload, the instrument would not fire again correctly. There was no consequence to the pt.